Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we have had 2 patients recently with catheter kinking under the skin, near the insertion site. Both of these catheters had an evl of 5cm. We attempted to pull back catheter to remove kink (which was observed on cxr that included the arm) but this was not effective. Both lines had to be replaced." This report addresses the second patient.